Manufacturer narrative:
A sample device was not returned for analysis. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge nozzle cracked upon injection. The nurse reported the procedure was completed and there was patient contact, but no patient harm.